Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed batt test or battery failed alert noted during testing. However, hardware low level failures due to broken trace at pin3, u1 keypad assembly. P-cap / reservoir locks properly into place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube thread, broken belt clip rails and label damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and battery test failed. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.